Event description:
It was reported that during a coronary artery bypass procedure, the heartstring seal leaked and the surgeon decided to use a side biter clamp. No pt complications have been reported.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to guidant cardiac surgery for evaluation, it will be difficult to confirm the reported problem.